Event description:
During a remote follow-up, the patient experienced diaphragmatic stimulation. Upon investigation, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and a firmware download was performed on the device to resolve the event. The patient was stable and will continue to be monitored.